Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that there was no damage to the keypad buttons. It was also reported that the up arrow, down arrow as well as ok buttons were under responsive, and there was moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to moisture contamination, the pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarms with an audible tone and vibration alert per normal operation. The keypad rubber was intact with no damage. The keypad functionality could not be tested due to a blank display. The keypad was removed and there was no contamination under the button contacts. Unrelated to the original complaint, the battery compartment was cracked. The leak test confirmed a leak at the corner of the keypad. The pump case was removed and there was evidence of moisture contamination throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.